Event description:
On (B)(6) 2015, the reporter contacted animas about another issue and alleged that the patient, who had been hospitalized for three days for a severe uti requiring IV antibiotics and a PICC line, had accidentally bolused with 4.355 units of insulin during a hypoglycemic event on (B)(6) 2015, which then progressed into a seizure. Patient experienced confusion, unsteadiness, and cognitive impairment. Treatment included a glucagon injection, IV fluids and glucose, and insulin via pump. Bg was 67 mg/dl after the glucagon. Patient resumed pump use. Hospitalization was not due to hypoglycemia/pump. Customer support attributed the bg excursion to the patient's accidental bolus. This complaint is being reported because the patient experienced hypoglycemia subsequent to use error.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 06/18/2015 with the following findings: black box and histories for the event on (B)(6) 2015 have been overwritten. Available daily insulin delivery totals correctly reflected programmed basal rates. Pump passed delivery accuracy test and found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. User error should be considered.